Event description:
A surgeon reported a patient had an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The iol was replaced with the same model lens. Additional information has been requested. There are two medical device reports associated with this event. This report is for the initial lens.

Manufacturer narrative:
The product was returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/13/2009, 10/22/2009, 10/27/2009, 10/28/2009, and 11/09/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on 11/13/2009.